Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that that they were experienced hyperglycemia. Customer¿s blood glucose level was 23.7 mmol/l. Customer had symptoms like ketones of 3.0 and vomiting. Customer was not needed to troubleshooting for hyperglycemia because tubing was detached. The insulin pump will not be returned for analysis. Frn-unk-rsvr,unomed-inf set,